Event description:
The following has been reported: biomed reported: " pump problem pnuematics sound? Can't pull logs. Patient harm: no. Infusion stoppage: no". A preliminary review identified the following issue: random touches registered. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for evaluation. Investigation found the flex cable between the main pcba and som was missing. The wi-fi cable was routed under the main pcba. The som had the old style heat spreader and old style hardware installed on the som which is not compatible with the new main pcba. Removed and replaced main pcba due to being damaged from missing flex cable. Installed new heat spreader and hardware on som. Routed all cables and wires properly. Lcd touch screen was functioning normally and able to navigate screens/applications. No other damage found.